Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the patient is hospitalized. Is this hospitalization what was anticipated following the procedure, or was additional hospitalization required? Anticipated following the procedure. Were they any changes to the patients post-operative care as a result of this issue? It was not reported

Event description:
It was reported that during an esophagus resection procedure, the surgeon used the device to anastomose the tubular stomach and the esophagus. The device cut the tissue but several staples of the device malformed with irregular shapes and several staples were not deployed on the tissue. Suture was used to complete the procedure. The patient is in hospitalization.

Manufacturer narrative:
(B)(4). Batch # l5437w. The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.